Event description:
The facility reported a colleague infusion pump with a failure code of 814:01. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code of 814:01 was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:01 was confirmed by baxter personnel in the pump's event history. The root cause was assigned to depleted main batteries due to use/user error. The main batteries and battery harness were replaced.